Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was returned in a condition that was damaged beyond investigation. Moisture was found behind the display screen. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad buttons do not respond. The issue was not resolved with training. There was no evidence of product misuse. The animas product is being returned for investigation. There was no adverse event associated with this complaint.